Event description:
Patient presented with unitlateral swelling of the left breast 3+ years post implantation. The fluid was aspirated from the breast and tested cd30+, the patient was diagnosed with alk-negative alcl of the right breast periprosthetic space.